Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia, seizure and loss of consciousness. H6 codes: health effect - clinical code - e0903 hearing impairment.

Event description:
A voluntary report was received on (B)(6) 2023. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On the evening of (B)(6) 2023, the patient was shopping at a store. The cgm reading was 83 mg/dl and trending down. He headed out to get a drink that contained sugar and at that point he lost consciousness. The patient lost consciousness, had a seizure and fell. Subsequently they had fracturing of the skull, subdural hematoma and a ruptured eardrum. A by stander called emergency services and there were also two police officers that were shopping that provided assistance to the patient. The patient could not remember if there were any bg readings taken nor did they know the values. The patient was taken to the hospital but was transferred to another hospital the same day. The only treatment that the patient could remember was IV ¿sugar water¿ (IV glucose) and that a CT scan was performed. The patient was hospitalized for 3 to 4 days. It was documented that the patient had planned follow up appointments for speech therapy, neurosurgeon, and his preferred care provider. The patient reported seeing an estimated glucose value (egv) of 83 mg/dl, trending downwards on the evening of the event. A review of the data found that the patient received a low glucose alert (vibrate only) at 6:56 pm on (B)(6) 2023 when the glucose dropped below the 85 mg/dl threshold, which is believed to be the incident. The patient reported that he then went to get a drink with sugar in it which explained the rise in egv recorded after the low glucose alert. The data contained no bg values being entered by the patient during the event. The patient did not know what the bg values were surrounding the event and therefore an accuracy comparison cannot be made to confirm the allegation. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.